Event description:
Reporter indicated the explanted vns lead and generator will not be returned.

Event description:
Reporter indicated a vns patient was having increased daytime and nocturnal seizures greater than prior to vns, and appeared less alert per the family on (B)(6) 2012, but the decreased alertness also occurred prior to vns implant. On (B)(6) 2012, high lead impedance &#62;10,000 ohms was noted with vns diagnostics testing.it is not known if there was any trauma or patient manipulation of the vns. It is not known what the increased seizures are attributed to. The patient has complex partial staring seizures, generalized seizures, and nighttime clonic attacks. Vns lead replacement surgery was planned. No medication changes, vns programming changes, or other events precipitated the seizure increase.x-rays were reviewed by the manufacturer. It could not be determined if the lead pin was fully inserted into the generator due to the film angle. The view of the lead was limited. No obvious lead anomalies were visualized in the available views. The patient had vns lead and generator replacement performed on (B)(6) 2012.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.